Event description:
On (B)(6) 2012, the healthcare professional/reporter contacted lifescan (lfs) on behalf of the patient alleging the onetouch verio iq meter was displaying an unknown error message. The reporter did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion(s): the reporter alleged the meter displaying an unknown error message. There is no indication that subject meter cause or contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.